Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The location of detachment was site connector. The site location is abdomen. The infusion set was in use for one day. No further information available.